Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of deep/superficial vein thrombosis and edema could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient had 3 counts of edema starting on (B)(6) 2018. The patient had a partially occlusive acute deep vein thrombus of the right contralateral jugular vein, a partially occlusive acute deep vein thrombus of the left internal jugular vein, and a totally occluding acute superficial vein thrombus of the left cephalic vein at the wrist. This event ended when the patient expired on (B)(6) 2018 due to an unrelated event (reported in MFR # 2916596-2018-05419). The pump was not explanted, and there is no product available for investigation. The heartmate 3 lvas IFU lists venous thromboembolism as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had venous thromboembolism. The patient had 3 counts of edema. There was partially-occlusive acute deep vein thrombus of the contralateral jugular vein, the left internal jugular vein, and the left cephalic vein in the wrist. No further information was provided.